Event description:
It was reported that the device delivered inappropriate high voltage therapy during atrial fibrillation. The device was reprogrammed to more effectively diagnose non-ventricular arrhythmias. The patient was stable and there were no adverse consequences.